Event description:
During laparoscopic procedure while device inside pt's abdomen one of the grasper arms broke off inside pt. C-arm used and piece visualized under x-ray, surgeon able to successfully retrieve broken tip from abdomen. Subsequent x-rays revealed abdomen clear.